Event description:
A user facility reported to olympus the the albarran lever is very sluggish/stiff on evis exera ii duodenovideoscope during an unknown procedure. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, foreign material/dirty were found on the connecting tube, the light guide lens and the forceps elevator. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of the albarran lever being very sluggish/stiff was not confirmed. In addition to the findings reported in b5, the device evaluation found the following: assorted scratches, cracked adhesive on the bending section cover, cut on the connecting tube, lock engagement lever is shaved, chipped adhesive around the objective lens, peeling coating on the universal cord and discoloration of the air water cylinder, suction cylinder and image guide protector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the foreign material on the light guide (lg) lens, it is likely that physical stress was applied to distal end, and a small gap was generated in lg-lens adhesive, and dirt and moisture entered lg-lens from the gap. The foreign material was unable to be identified. Based on the results of the investigation for the foreign material adhering to insertion tube and a-rubber (bending section cover) adhesive, it is likely the material was not removed due to physical damage. The foreign material was unable to be identified. Based on the results of the investigation for the foreign material adhering to forceps elevator, it is likely that the material was left due to insufficient cleaning. The foreign material appeared to be brown material, likely remains from previous procedures. Olympus will continue to monitor field performance for this device.